Event description:
Customer reportedly received the following blood glucose results on the aviva system within 10 minutes (results obtained on different days): 235 mg/dl and 94 mg/dl, and 247 mg/dl and 115 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.